Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d, h and b medical device catalog, medical device model, concomitant med prod data, manufacturer narrative and describe event or problem. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was found that ehr (electronic health record) documentation issues caused the patient to be discharged in the pyxis system. The technical support specialist (tss) confirmed that the pharmacist readmitted the patient in pyxis, and the patient became visible to the nursing staff again. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the room transfer was caused medication dispensing issues for specific patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the room transfer was caused medication dispensing issues for specific patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.